Event description:
Per the clinic, an open circuit in mp1 was noted following a significant downward migration of the implant. Subsequently, the patient underwent a revision surgery to reposition the implant on (B)(6) 2026. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient also experienced electrode migration, performance decrement and no auditory perception with only vibration sensation and discomfort, following the device repositioning surgery on (B)(6) 2026. Reprogramming attempts were made; however, the issue could not be resolved. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.